Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. The analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and impedance trend on the rv (right ventricular) pacing lead was rising. Right ventricular (rv) lead pacing impedance measured >3000 ohms in a trend rising from 600-800 ohms beginning (B)(6) 2015. Impedances continue to be high. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead had high threshold and impedance. Additionally the lead may have a tip issue. The lead will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.